Event description:
It was reported that the bridge loose. 3 screws were fractured and 2 implants were removed due to peri-implantitis.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). UDI not available.

Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported products are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications a complaint history review by item number was conducted for the oss415 dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported events. Review completed utilizing keywords: 'fracture screw and peri-implantitis'.

Event description:
No further event information is available at the time of this report.